Event description:
It was reported that the stent was difficult to position. The target lesion was located in the severely tortuous and severely calcified iliac artery. A 10x60x75 epic stent was selected for arteriovenous fistula (avf) stenting. However, during the procedure, it was noted that the stent jumped around 2 mm from the target lesion. The procedure was completed with this device. No complications were reported, and the patient was in good condition post-procedure.